Event description:
While removing the navigation guide for a pelvic ring injury repair with multiplanar external fixator, a 5mm piece of the of the tip broke off in the bone. Md did not feel it would migrate and retrieving would cause more damage then leaving it embedded in the bone. No known harm at this time.